Event description:
It was reported that the patient presented in-clinic for a check. Upon review, the right atrial lead exhibited failure to capture. X-ray confirmed lead dislodgement. The atrial lead was explanted and replaced. Patient was stable.

Manufacturer narrative:
The reported of failure to capture was confirmed while the reported event of dislodgement was not confirmed. As received, a complete lead was returned in two pieces for analysis. Final analysis found an external insulation abrasion breaching the outer insulation and exposing the outer coil. The cause of the reported event of failure to capture was isolated to external abrasion consistent with friction to the device can. No other anomalies were identified.